Event description:
It was reported that when the user increased the oxygen concentration setting, the anesthesia workstation measured a lower oxygen concentration than set. There was no pt connected to the anesthesia workstation at the time. (B)(4). Ref MFR report #8010042-2013-00132.